Event description:
A peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy reported experiencing peritonitis and was hospitalized. Upon follow up with the patient¿s pd registered nurse, it was reported this patient was hospitalized on (B)(6) 2024 following abdominal pain and generalized weakness at home. It was affirmed the patient did not initially experience these symptoms on or around the time of a pd treatment. Peritoneal effluent fluid cultures and a white blood cell (wbc) count was taken in the hospital on (B)(6) 2024 presented with pasteurella multocida in the culture and a wbc count of approximately 20,000/mm3. The patient was diagnosed with peritonitis due to unknown etiology. It was explained the patient allows pet cats into her room during pd treatments which may have been the causative factor for this patient¿s infection. The patient was prescribed intraperitoneal cefepime at 1000 mg daily for two weeks for antibiotic therapy. The patient was able to undergo ccpd therapy on a hospital provided liberty cycler for the duration of the admission. The patient had an uneventful hospital course, and she was discharged to home on (B)(6) 2024. It was confirmed, though the exact cause of this patient¿s adverse event remains unknown, there was no indication the patient¿s peritonitis, and the associated hospitalization were due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient is recovering from this event as she remains asymptomatic.

Event description:
A peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy reported experiencing peritonitis and was hospitalized. Upon follow up with the patient¿s pd registered nurse, it was reported this patient was hospitalized on (B)(6) 2024 following abdominal pain and generalized weakness at home. It was affirmed the patient did not initially experience these symptoms on or around the time of a pd treatment. Peritoneal effluent fluid cultures and a white blood cell (wbc) count was taken in the hospital on (B)(6) 2024 presented with pasteurella multocida in the culture and a wbc count of approximately 20,000/mm3. The patient was diagnosed with peritonitis due to unknown etiology. It was explained the patient allows pet cats into her room during pd treatments which may have been the causative factor for this patient¿s infection. The patient was prescribed intraperitoneal cefepime at 1000 mg daily for two weeks for antibiotic therapy. The patient was able to undergo ccpd therapy on a hospital provided liberty cycler for the duration of the admission. The patient had an uneventful hospital course, and she was discharged to home on (B)(6) 2024. It was confirmed, though the exact cause of this patient¿s adverse event remains unknown, there was no indication the patient¿s peritonitis, and the associated hospitalization were due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient is recovering from this event as she remains asymptomatic.